Manufacturer narrative:
The below report was received by health authority FDA (reference number: mw5108405) on 31-mar-2022. The most recent information was received on 06-apr-2022. This spontaneous case was originally reported by a regulatory authority and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted (lot no. 626976) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008 she experienced pelvic pain (seriousness criteria medically important and intervention required), gastrointestinal disorder ("gastrointestinal disturbances"), migraine ("recurrent migrainous headache/ headache"), anxiety ("anxiety"), rash ("skin rashes"), arthralgia ("joint pain"), depression ("depression") and suicidal ideation ("suicidality"). Essure was removed on (B)(6) 2021. On an unknown date, the patient had essure inserted. At the time of the report, all of the events were resolving. The reporter considered anxiety, arthralgia, depression, gastrointestinal disorder, migraine, pelvic pain, rash and suicidal ideation to be related to essure administration. The reporter commented: on positive notes, I never became pregnant. Lot number:626976 manufacture date: 2008-04 expiration date: 2010-04. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The following amendment was made: upon internal review this case was found to be duplicate of case (B)(4). All information source documents , references, reporters & events are transferred to retained case (B)(4) . This case is marked for deletion. No new follow-up information was received from the reporter. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5108405) on 31-mar-2022. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 626976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), gastrointestinal disorder ("gastrointestinal disturbances"), migraine ("recurrent migrainous headache/ headache"), anxiety ("anxiety"), rash ("skin rashes"), arthralgia ("joint pain"), depression ("depression") and suicidal ideation ("suicidality"). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, gastrointestinal disorder, migraine, anxiety, rash, arthralgia, depression and suicidal ideation was resolving. The reporter considered anxiety, arthralgia, depression, gastrointestinal disorder, migraine, pelvic pain, rash and suicidal ideation to be related to essure. The reporter commented: on positive notes, I never became pregnant. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5108405) on 31-mar-2022. The most recent information was received on 06-apr-2022. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 626976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), gastrointestinal disorder ("gastrointestinal disturbances"), migraine ("recurrent migrainous headache/ headache"), anxiety ("anxiety"), rash ("skin rashes"), arthralgia ("joint pain"), depression ("depression") and suicidal ideation ("suicidality"). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, gastrointestinal disorder, migraine, anxiety, rash, arthralgia, depression and suicidal ideation was resolving. The reporter considered anxiety, arthralgia, depression, gastrointestinal disorder, migraine, pelvic pain, rash and suicidal ideation to be related to essure. The reporter commented: on positive notes, I never became pregnant. Lot number:626976. Manufacture date: 2008-04. Expiration date: 2010-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-apr-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.